Manufacturer narrative:
The instrument was returned and evaluated . Per the customer reported complaint, engineering observed a break at the proximal clevis to main tube interface. This resulted in the clevis to become dislodged from the main tube. The proximal clevis and main tube are missing pieces. The clevis is missing a piece below one ear. Engineering concluded that the instrument may have been overloaded at the tip. Engineering also observed the main tube to have a couple of deep scratches at the distal end. One conductor wire is broken at the yaw pulley exit. No other damage was found. Per the case notes, the broken insulation that fell inside the patient was successfully retrieved.

Event description:
It was reported that after an hour of use during a hysterectomy procedure, the pk dissecting forceps instrument was difficult to remove due to a bent tip. The surgical staff applied force to remove the instrument causing the instrument to break. A piece of the broken insulation fell inside the patient and was successfully removed using a grasper. The procedure was completed using another instrument of the same type and without significant delay. No patient harm, adverse outcome or injury was reported.